Manufacturer narrative:
Technical support instructed the maintenance to inspect the logic board and see if it was giving CPR switch failure. They also recommended checking the CPR switch to see if it is stuck. The account has not completed the repairs.

Event description:
The account's maintenance stated he is getting a service required indication 7 on the bed. After running the hi/low, the bed goes into trend by itself.